Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 was moving on its own. But the surgeon found it was a very dangerous situation and wants the intuitive surgical inc (isi) field service engineer (fse) to come over and check the system. An isi technical support engineer (tse) checked the system logs but could not find any related errors to the usm 1. The tse could see they were having a dual surgeon side console (ssc). The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the usm was installed on the in-house system and no errors or faults were detected. The usm was then installed on a test fixture where the usm passed all relevant testing. The complaint regarding arm one was moving on its own was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis.

Event description:
Refer to h11 for follow-up information.